Event description:
Had been taken back to cardiac cath lab on the 7-8th after balloon rupture & new one placed. On 10th underwent coronary artery bypass graft & mitral valve replacement. On the 13th, blood was noticed in balloon catheter line. Pump was halted. Balloon was removed. Since pt was stable, no new balloon was inserted.